Event description:
It was reported the pt is experiencing pain at the ipg site. The next planned course of action is to relocate the ipg. Surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.